Event description:
It was reported that during the lap gastric bypass procedure, about ten minutes before the end of the procedure, the harmonic device gave an instrument error code. The machine was reset but the error code still appeared. The device was taken off the handpiece and cleaned when the blade broke off. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.